Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, although requested, the operative and diagnostic images was not provided for review. Without the requested medical documentation, no contributing clinical factors can be concluded. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. The devices' specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management files and prior actions review could not be performed. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include friction or joint tightness. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a primary thr surgery was performed on (B)(6) 2002, with a reflection acetabular cup and liner, g-taper femoral head and a spectron stem. A revision surgery was completed on (B)(6) 2023 due to liner wear. The acetabular cup and liner were exchanged to competitor products, the femoral head was exchanged for an oxinium head, and the stem remained in place. No further information is available.

Manufacturer narrative:
Internal reference number: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.